Event description:
The device was returned for inability to open loading pins. Upon return, the device was experiencing drag. An internal invesigation was done and it was found the loading pins were dirty and their lip seals will need to be replaced. It was also found that the fva screw bosses were destroyed so only half the fva was screwed in. The customer complaint was confirmed.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: mechanical issues - pins won't come out all the way even after cleaning/ have to force it out with a tool . Attached to this email are pumps and charger brackets with currently issues let me know when to turn the pumps on that need the logs to be collected from. All pumps have no patient harm and none of them stopped an active infusion. (B)(6) 2024 - logs added a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.